Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the base of the neurostimulator (ins) was radiating on either side and felt like a muscle spasm. Patient stated the muscle spasm, took her breath away and she had to wait until it was gone. Patient stated she had to be careful in how she moved, walked and sat down. Patient stated when she got out of bed this morning and put her feet on the ground she had a spasm. Patient stated her right leg seemed to set off the spasm. Patient stated she did turn up her stimulation from 1.70v to 2.20v and did not notice a difference. No trauma/falls related. Patient services (pss) reviewed that patient could consider turning off ins to see if spasms continue. It was reported this happened a few weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was travelling when the ins radiating and muscle spasms occurred. Patient reported that was the 1st long trip they had taken since having been implanted. Patient reported that they added another program to the stimulator and the hcp also injected lidocane. Patient stated they truly believe it was not the stimulator but the traveling caused the muscle spasms. Patient stated they did stop often. Patient stated issue has resolved and they love the stimulator and how much it has improved their life.